Manufacturer narrative:
Other, other text: additional information: b5 and h6 - health impact codes.

Event description:
Additional information was received confirming there was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection showed a cracked tank cover, faded line cord, bent micro switch, outdated printed circuit board (pcb) and an outdated power switch. Functional testing confirmed the complaint when the micro switch was supposed to trigger the pump but was not working. The bent micro switch was listed as the cause of the event. The root cause of the bent micro switch is thought to be from usage. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the microswitch was not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.